Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was surgically abandoned. Additional information was received indicating that this lead was replaced as it was not working. This lead was no longer in service. No additional adverse patient effects were reported.